Manufacturer narrative:
The actual date of the event was unknown. Event date was only stated as in (B)(6) 2011. The incident was reported to bwi on february 16, 2012. The physician stated that there was no malfunction of the noga xp system, nogastar or myostar catheter. The event was said to be related to the type of procedure. Concomitant products used during the procedure: generic - myostar catheter (device not marketed in USA-- product not returned for investigation). Model #: unknown; lot #: unknown. Noga system model #: m-5724-01; serial #: (B)(4). (B)(4).

Event description:
It was reported that a patient with refractory angina who had been undergoing treatment with stem cells that were administered via the transendocardial injection procedure with noga system. During the injection, the patient began with lateral septum st elevation, complete av block and cardiac arrest. Endotracheal intubation and cardiac massage were performed and a temporary pacemaker was implanted in the right ventricle. Coronary angiogram was performed and slow coronary flow was observed in a marginal branch showing severe stenosis at its beginning and an urgent echocardiogram showed a pericardial effusion located in the lateral wall of left ventricle compressing it. Urgent pericardiocentesis was performed, extracting blood liquid, and after failing to recover pulse, they proceeded to left lateral thoracotomy. Direct massage started and pulse was recovered. A bleeding point in the left lateral ventricle was observed, in addition to intense pericardioepicardiac adhesions. The defect was repaired with multiple points of prolene 3/0 flat on pericardium, and after control of bleeding, an iabc was implanted and it was decided to go to the operating room. Taking into account the extensive myocardial ischemia in a patient with severe non-revascularizable coronary disease patient suffered from refractory cardiogenic shock. During this time the patient presented a tas of maximum 50-60mmhg and required new massage on 2 occasions. In surgery this patient presented again a cardiopulmonary arrest requiring new direct massage, which had no response after 20 minutes of massage and CPR, the patient died.